Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high blood glucose of 400 to 568mg/dl and then dropped down to 238mg/dl overnight. Customer treated with a bolus. Customer indicated that they removed their sensor overnight and did not have the sensor in. Customer indicated that they have been under a lot of stress and that may have led to the high blood glucose. Customer will contact their doctor about the pump settings. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary.